Event description:
I have had a headache everyday for the past 2 1/2 years. They sometimes last minutes to all day. Nothing seams to really help. I have had MRI's cat scan and x-rays. I have tried preventive medicine with no help. I don't know if the CPAP machine has caused this or not. FDA safety report ID # (B)(4).